Event description:
A revision surgery was performed due to unsuccessful attempts to achieve a closed reduction of the hip. Upon visual evaluation of the femoral head and acetabular liner combination the surgeon suspected that the inside diameter of the liner was undersized.